Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
Replacement pad resolved the issue. Customer was also storing the device outside the recommended temperature range.